Event description:
It was reported to philips that the device unexpectedly shut off while being prepped for patient monitoring. After appearing to have turned off, the customer was unable to power the device back on. It was noted that the rfu indicator remained normal throughout the alleged issue. While the device was reported to have been in clinical use at the time of the alleged failure, there has been no report of an adverse patient/user impact as a result of the issue.